Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to rapidly deplete from 100% to 10% battery life. Also, customer attempted to use multiple power sources to charge pump; however, the pump would not recognize the power source when plugged in and annunciated multiple power source alerts. Customer indicated insulin injections would be used for back-up therapy.